Event description:
The ge oec 9900 fluoroscopy system would not boot up.

Manufacturer narrative:
The ge service representative investigated the issue and found the cb1 and cb2 breakers opened. They were reset and function was restored. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.